Event description:
It was reported that when an asymptomatic patient presented to clinic, a gradual increase in pacing lead impedance was observed. Programming changes were made. The patient condition is fine and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.